Event description:
It was reported that intraoperatively, a flow-coupler ring separated and was glued with histoacryl topical skin adhesive to gain a secure anastomosis. No patient injury has been reported. No further information is available.

Manufacturer narrative:
The product remains implanted. The product is not available for evaluation. A review of the device history record was not possible since the lot number was unavailable.